Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube was leaking from hub event on (B)(6) 2025. The leakage was from the tubing hub. The infusion set was in use for less than 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011404, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011404 was manufactured according to the work instruction (wi) version 120 and manufacturing in the line 4 on 30-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a03591 was manufactured according to the form version 2.0 and manufactured in the machine itl03, on 23-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m00919 was manufactured according to the form version 2.0 and manufactured in the machine itl03, on 04-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.